Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0665 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient with nasopharyngeal carcinoma stage iii underwent the PICC placement from the left basilic vein above the elbow on (B)(6) 2019 for chemotherapy purpose. The patient was discharged after the completion of the chemotherapy. He had the dressing changed periodically in a local hospital following the physician¿s order with no discomfort discovered. On (B)(6) the patient was admitted to hospital again, after which regular dressing change and catheter placement examination were conducted, finding mild redness and swelling, and a small amount of purulent secretion. On (B)(6) he developed chiller and fever, and he was suspected of having catheter-related infection, at risk of infection and thrombus. The PICC was removed for bacterial culture. Results showed that g+ bacilli were cultured from the tip of the PICC catheter, and g+ bacilli and pseudomonas aeruginosa were cultured from the venous blood in the left hand (the side of the catheter placement), with no bacteria cultured from the venous blood from the right hand. Gave anti-infective treatment (drugs included 0.9% sodium chloride injection, cefoperazone sodium sulbactam for injection, oxacillin sodium for injection). The fever subsided after (B)(6).